Event description:
It was reported the patient was unable to get any coupling bars on the recharger (insr). The manufacturer representative (rep) did an antenna locate (al) with numbers in the 50¿s and still no coupling bars. The implantable neurostimulator (ins) was noted to be superficial and was not too deep. The rep could feel the ins. One day later, the patient received a new antenna and was still not getting coupling. The antenna was not returned. The rep was with the patient on both occasions. The patient received a new insr on (B)(6) and that didn¿t work. The patient still couldn¿t get any boxes. The device would not charge the implant. No patient injury reported. Upon device return, analysis of the device found no anomaly. The recharger complaint was unverified. There were no issues found during bench testing, no issues found with charging the ins or recharger or communications. The rep was going to see the patient on (B)(6) 2014 to troubleshoot and possibly the physician would order an x-ray. Three days after the initial report, it was noted the ins may be flipped. The flip was not confirmed at the time of the report. The patient had 6-8 coupling bars on (B)(6), and was able to charge normally. The patient had an EKG on thursday and was unable to charge on (B)(6). The patient was getting zero coupling bars. The rep stated she was able to feel the ins in the pocket and the leads were exiting the ins on the right side, which would indicate that the ins was not flipped. When using the al feature the rep was able to get a value of 64-68. It was noted they would image the device. On (B)(6) 2014, it was reported that the rep was able to communicate with the ins using the clinician programmer and patient programmer (pp). The patient was getting good stimulation coverage and impedance had checked out fine. The ins pocket did not seem loose and the rep could feel the ins throughout the pocket. The rep tried a different recharger and continued to get no coupling bars. The rep tried with and without the recharging belt and continued to see no coupling bars. The ins was implanted on the right flank. X-rays were performed on (B)(6) 2014 (results not provided). The patient was going to see the physician and the appointment wouldn¿t be scheduled for a few weeks. It was later reported the patient was being explanted on (B)(6) 2014 and would be re-implanted with a non-rechargeable.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (serial no. (B)(4)) found no anomaly.

Event description:
Additional information received reported the rechargeable device as explanted and re-implanted with a non-rechargeable device yesterday, 2014 (B)(6). The system wouldn¿t charge. The patient was not in a clinical study. No outcome was reported. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97791, lot # n463539, implanted: (B)(6) 2014, product type accessory; product ID 97754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).